Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited noise and failed to capture at max output. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, and noise were not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality and capture test under nominal conditions found normal capture results. Output from sensitivity test under field conditions found normal result, and visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity.